Manufacturer narrative:
The insulin pump alarmed broken battery tube threads, broken reservoir tube lip and missing endcap sticker noted during visual inspection. Analysis was unable to prime during prime/ compromised force sensor alarm test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime anomaly. The pump passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had absences of no delivery alarm and high blood glucose. The blood glucose at the time of the incident was 132 mg/dl. The customer states they performed the high pressure test and the insulin pump failed troubleshooting was not able to resolve the issue. The device will be returned for analysis.